Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 400 mg/dl. The customer stated that she changes the infusion set and reservoir every six to eight days. Troubleshooting was performed. The time was one hour off. It was stated that the customer ate but she did not take insulin. Reviewed the daily totals and found that the totals only corresponded to the basal rates. Also, it was found that the daily totals had only been for her basal rates and she does not know how to use the bolus wizard. The customer stated that she takes 20 units of insulin in the morning, 15 units for lunch, and 15 units for dinner manually. No further information was provided.